Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, customer was not able to use the tornado on universal surgical manipulator (usm) 3 and usm 4. Both arms were at the limit and not moving in the opposite direction. Logs were clean. Restart and emergency power off (epo) of the patient side cart (psc) including exercising arm 3 and arm 4 did not solve the issue. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the planned surgery did take place with only 3 arms being used as the surgeon was made aware of this issue with the non functioning 4th arm beforehand. The procedure was completed with no patient harm, serious incident or injury. The issue caused no delay. Customer confirmed that the issue occurred prior to starting - post-anesthesia.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issues pointing to the universal surgical manipulator (usm) 3 and 4 and replaced the usm's to resolve the issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have fluid intrusion on the patient clearance switch that would be related to the complaint. The usm was installed on a test fixture where the patient clearance down button was failing on the insertion button test. The axis controller spar button (acsb) printed circuit assembly (pca) was confirmed to be the source of the issue and was replaced. The usm was analyzed and found to also have fluid intrusion and was failing the patient clearance up button on the test fixture. The instrument switch assembly was found to be the source of the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site¿s system logs reveal no system related errors. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the applicable product is a system component that has been serviced post-manufacture. The root cause of the patient clearance button issues on the usm's was due to fluid intrusion.